Event description:
No additional information.

Manufacturer narrative:
It was reported by customer that have had some more IV lines disconnect. It can be difficult to attach to the angio, it sometimes comes loose (causing a leak) , and sometimes even starts to pull the IV out. Three samples were received for quality evaluation. Visual inspection shows that the tubing separated at different locations. Two of the infusions sets had the tubing separate right below the drip chamber. The third infusion set separated at two different places. The first separation location was at the drip chamber, the second location is at the inlet port of the most distal smartsite. Further examination of the tubing indicates that there is no evidence of solvent on the tubing that is to be connected to the drip chamber. The tubing that is supposed to be connected to the inlet of the smartsite appears to have some solvent on the tubing surface however it was not sufficient to maintain the connection to the smartsite. The customer complaint of connection issues was not confirmed, however, it was determined that the tubing separated. The investigation was forwarded to manufacturing for further evaluation. After investigation, the possible root cause of separation between tubing/drip chamber and tubing/y-site (arm) could be related to lack of solvent due to issues in the production process and/or an incorrect solvent application (lack of solvent) by assembler. Based on similar reported issues actions were taken to avoid separations in the affected areas. Updates to the manufacturing process and fixtures were made in order to address the issue. Additionally, a quality alert was created to reinforce the correct solvent application in engagements and reporting if the solvent dispenser has any issues to avoid separations. The reported lot number was produced before the corrective actions were implemented. A device history record review for model 47177e lot number 22029434 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that unspecified bd infusion set was damaged the following information was received by the initial reporter with the following verbatim it was reported by customer that have had some more IV lines disconnect. It can be difficult to attach to the angio, it sometimes comes loose (causing a leak) , and sometimes even starts to pull the IV out.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.